Event description:
Reporter indicated that vns pt was hospitalized due to a seizure and that the pt's family member indicated that use of the magnet was not effective in aborting seizures. Devices diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of x-rays revealed that the lead electrodes are implanted at c5-c6 with strain relief and 3 tie downs noted. The generator is implanted in the left chest with connector pins fully inserted past the connector block and feedthroughs intact. The lead wires appeared to be intact at the connector pin. There were no visible gross lead discontinuities or acute angles, though some of the lead was not visible behind the generator, so a lead break behind the generator could not be ruled out. The pt's device was programmed to off and zonegran was added to the pt's medication regimen. Lead break is suspected. Revision surgery is likely.